Manufacturer narrative:
.

Event description:
The patient presented to the emergency room in 2009 feeling weak and faint. Interrogation revealed that the ventricular lead was not capturing at 4.5 v. The threshold was reprogrammed to 5.5 v at 1.0 ms and the patient was brought back for reassessment two weeks later. As the threshold had not changed, the patient underwent a successful lead repositioning. The patient would be monitored.

Manufacturer narrative:
Na

Event description:
It was reported that there was no pacing and a possible perforation, which could not be ruled out by the x-ray. The lead was extracted. There were no further patient complications reported as a result of this event.